Event description:
In early 2008, the patient received treatment of a thoracic aortic aneurysm with a gore tag thoracic endoprosthesis. The following month, an iliac extender component was implanted in the patient. Nine months later, a second iliac extender component was placed in the patient. Two days later, the patient expired. Further information is being investigated.

Manufacturer narrative:
A review of the manufacturer paperwork has been conducted. The review of the manufacturer paperwork verified that this lot met all pre-release specifications.